Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. (B)(4). Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
The customer contacted technical support (ts) stating that unit had cosmetic touchscreen damage. The customer reported there was no patient involvement. Event date not specified: estimate used.